Event description:
It was reported that the patient required a visit to a physician's office on or around (B)(6) 2026 for hyperglycemia. The patient reported that the pod had been worn during travel and was subsequently recommended for removal due to leakage. The patient reported the adhesive started lifting, and the cannula was coming out of the pod infusion site. While wearing the pod on the hip/buttocks between 36 and 48 hours, the patient's blood glucose level exceeded 600 mg/dl. Reported symptoms included feeling unwell and elevated glucose levels. The physician removed the pod and replaced it with another pod available at the office. The patient was treated with a 5-day course of a prescribed antibiotic.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.4. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.